Event description:
Customer reported being hospitalized due to prime/fill anomally occurred and did not realize it and subsequently the entire reservoir was delivered into their body. Customer states that while they were at the hospital they attempted to prime the pump and the problem occurred again.